Event description:
Lasik surgery left me with permanent problems, many as a result of induced higher order aberrations. I have visual disturbances including inability to see clearly in anything but the brightest light, images from one eye are smaller than that from the other, eye strain, sense of visual disjointedness as the two eyes are different, great trouble reading as the letters seem to vibrate and are too close together, can't see letters on colored backgrounds, etc - and all this with 20/20 vision!! Glasses do not help. I was also left farsighted, whereas before the surgery, I was nearsighted.